Event description:
It was reported that during a da vinci surgical procedure, the fenestrated bipolar forceps instrument was observed to have misaligned jaws. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument grips-tips to be bent. One grip was bent, causing side to side misalignment of grips. There was a .031 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, however, the likely cause of bending remains overloading at the tip. It was concluded that the bent damage of the tip may have been due to mishandling. Failure analysis investigation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removed. The scratches were .021 - .523 in length and were not aligned with the tube axis. No other damage was found.